Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed non-sustained right ventricular oversensing alerts on the right ventricular lead for oversensing noise. No changes or interventions were reported. There were no patient consequences.

Manufacturer narrative:
The reported events of oversensing and inappropriate shock were confirmed. A partial lead was returned in three pieces for analysis. Electrical testing found an internal short between the right ventricle and ring electrode cable conductor paths. Destructive analysis found an internal insulation abrasion. The cause of the reported event was due to the abrasion located beneath the right ventricle shock coil with exposure to the ring electrode conductor cable.

Event description:
New information noted the patient received inappropriate anti-tachycardia pacing(atp) due to the noise that was oversensed.

Event description:
New information noted the right ventricular lead was explanted and replaced. The patient was in stable condition.